Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No additional treatment details will be provided. The external visual inspection revealed cuts in the overmold on the bottom cover, the fantail and a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion following a head trauma incident. The recipient's device was explanted. The recipient was given an antibiotic and anti-inflammation drug for 10 days. The recipient will be reimplanted at a later date. The recipient has healed.